Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, the control release needle was easy to detach. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: "? What was the name of the procedure? Unk. ? What was the procedure date? Unk. ? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unk. ? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Unk. ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with five needle suture combination, one dispensed suture, one dispensed needle suture combination and two detached needles were received for analysis. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the six needle suture combinations were visually inspected, and the swage area was noted to be as expected. The dispensed suture was examined a short insertion was observed at the end of the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed in the needle suture combinations. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the eth quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.